Event description:
Rn placed new foley catheter. Once inserted and balloon inflated, rn noticed that metal clip that drains urine from the collection bag was rusted. There was no moisture noted in the insertion kit. The bag was replaced with a new one.